Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va2c5yv, implanted: on (B)(6) 2021, product type: lead. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were never been happy with their therapy. They did get some relief. They still would have urgency and frequency, mostly urgency. This one was on the opposite side as the other one. The doctor said sometimes that helps to put it on the other side. The caller had tried all 7 programs and increased the intensity. They felt the stimulation in the bike seat area. They know they were supposed to feel it there, but they were not and were feeling it more in the upper buttock where the wire would be. This last week they felt it in the right spot, but the urgency was still awful. It was reviewed with the caller that the therapy was not designed to have to be painful or uncomfortable to work and if it feels painful to decrease the stimulation. The patient was redirected to their healthcare provider to further address the issue. It was confirmed that the patient leaves the therapy on. The caller noted that they were currently on the medication to help their bladder symptoms. The do their kegel exercises and have tried dietary changes as well.